Event description:
It was reported that a patient underwent an open repair of mid-abdominal, supra- umbilical ventral hernia on (B)(6) 2013. The patient developed a seroma and wound necrosis on (B)(6) 2013 which was treated with wound excision/ opening. The event was resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(4) - seroma formation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/10/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.